Event description:
It was reported that when trying to interrogate a new implantable heart device which was not yet implanted, the radiofrequency programmer head was not working properly. First there were no lights on it, then the lights did come on but very unstable. The head was unable to interrogate the device but everything did go well once the head was changed out. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer complaint that the head was not working correctly, the head passed functional testing and passed a bench systems test with no anomalies found. (B)(4).